Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Citation: zhang chang¿wei, wang chao-hua, xie xiao-dong,et al. " endovascular embolization with onyx for the treatment of cerebral arteriovenous malformation." Radiol practice. Vol 23. No 25; 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that complications included intracranial hemorrhage (2 cases) and glosso -labio-laryngeal paralysis (1 case) recovery was gained after treatment. The purpose of this report was to evaluate the clinical application of endovascular embolization with onyx glue in the treatment of cerebral arteriovenous malformation (cavm).thirty cases of cavm were embolized with onyx glue via femoral artery puncture and super-selected catheterization under general anesthesia. Of the thirty cases with cavm, altogether 47 embolization procedures were undertaken